Event description:
Customer stated that the device overheated and burned the patients upper lip during a left lateral and medial oral compression procedure. The patient suffered from temporary minor injury burn. No additional information was provided by the user facility.

Manufacturer narrative:
During the performance testing, the device set off the frequency alarms repeatedly. During device evaluation, the handpiece appeared to be out of alignment which could have contributed to generation of heat.